Event description:
Total wrist arthroplasty left in 2004. Always had problems with device from day 1 of "surgery". Went to different doctors. In 2007, had severe pain, and the device had loosen and screwed, one of them completely broken into. The prosthesis had 3 screws. I had surgery again in 2008 to replace the prosthesis. I asked patti conden, if any problem with device, she said yes, loosen. I have the prosthesis here with me, after removed. Diagnosis or reason for use; arthritis and scaphoid.